Event description:
Customer called on (B)(6) 2011 reporting that the unicel dxc 800 synchron system generated a "high pressure is low" error. Customer mentioned that while adjusting the high pressure regulator, customer noticed the wash concentrate bottle was "spitting" a very small amount through the cap breather hole. Customer proceeded to adjust the high pressure regulator to a normal level and the spitting stopped. Customer reported monitoring the bottle and no issues were observed. Customer was then directed to keep monitoring the instrument and call back if the issue continued but had not called back as of (B)(6) 2011. No erroneous results were generated and no one was exposed or injured as a result. Issue was determined to be resolved by customer through troubleshooting with the assistance of customer technical support over the phone.

Manufacturer narrative:
Issue was resolved by customer through troubleshooting with the assistance of customer technical support over the phone. (B)(4). Issue was resolved by customer.